Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Microscopic inspection revealed the guidewire exit port was in good condition, but the distal section of the tip was peeled. Impedance testing revealed no electrical issues. Image test could not be performed due to residues inside the imaging window. There was no resistance in tracking the test guidewire into the catheter.

Event description:
Reportable based on device analysis completed on 02-jun 2025. It was reported that visualization issues and crossing difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not cross the lesion due to calcification and failed to produce an image. The procedure was completed using a different device. No patient complications were reported and the patient condition was good. However, device analysis revealed that the distal section of the tip was peeled.